Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a (B)(6) female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip at unk dosing. At an unk time after using super poligrip, the pt experiencing neuropathy and zinc high. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).